Manufacturer narrative:
This report is submitted on october 10, 2019.

Event description:
Per the clinic, the patient experienced pain between the inner ear and the neck with and without stimulation. The patient was hospitalised due to a suspected (unconfirmed) infection which was treated with antibiotics (route of administration unconfirmed). The implant remains in-situ.